Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged and detached inside of the patient at 35,287 joules of use and was retrieved. The procedure was completed using a second fiber. Patient outcome: "no harm to patient."

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap distal part exhibits severe detritus build up; the glass cap exhibits moderate devitrification; tested the fiber on the hene test fixture, aim beam is visible at the fiber cap. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.